Event description:
Procedure: burch. Reportedly, 2 days post-operatively the pt notified their surgeon of hematuria. A cystoscopy was done and it was found that a tack used to secure the mesh during the burch procedure had migrated into the bladder. The mucosa was incised and the hole in the bladder repaired. Pt status is fine.